Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings between the blood glucose and sensor glucose. It was also reported the sensor electrode fractured underneath the skin. Blood glucose level at the time of the incident was 92 mg/dl. The customer was advised that the sensor would be replaced. No product is expected to return.